Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead fractured and there was high thresholds, intermittent capture, high impedance, and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.